Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that that the video socket connecter had a defective locker, it doesn¿t secure the scope video cable. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found that the video socket connector had a defective locker. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that intermittent image occurred because video connector of scope cannot be secured due to effect of defective locker of video socket connecter. Olympus will continue to monitor field performance for this device.